Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. It was reported that the abutment was removed on (B)(6) 2021. Subsequently, the patient underwent revision surgery on (B)(6) 2022, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.